Event description:
It was reported that on (B)(6) 2013, a 2.5x23mm xience xpedition was successfully implanted in the distal left anterior descending (lad) coronary artery and balloon angioplasty was performed a previously implanted, unspecified stent, in the 1st diagonal coronary artery. The following day, the patient was discharged home. In (B)(6) 2014, the patient started experiencing chest pain and on (B)(6) 2014 an abnormal stress echocardiogram was reported, suggestive of ischemia. On (B)(6) 2014, the patient was hospitalized for unstable angina and a percutaneous cardiac catheterization showed in-stent restenosis in the lad 2.5x23mm stent and re-stenosis of the 1st diagonal unspecified stent. That same day, an unspecified stent was placed in lad target lesion and balloon angioplasty was performed in the 1st diagonal coronary artery. On (B)(6) 2014, the patient was discharged from the hospital in noted stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event: provided as (B)(6) 2014. Lab data: (B)(6) 2013: ck=71 u/l, normal upper limit 397; (B)(6) 2013: ck-mb=1.2 ng/ml, normal upper limit 6.3; (B)(6) 2014: stress echocardiogram; (B)(6) 2014: electrocardiogram(ECG)=no new mi. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, ischemia and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with the use of coronary stents. Based on the reviewed information, no product deficiency was identified.